Manufacturer narrative:
The device was received with no button response due to moisture damage on keypad traces. It was not possible to confirm unexpected battery out limit alarms, due to the keypad anomaly. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a cracked reservoir tube and a cracked case near the display window corners, which were noted during visual inspection.

Event description:
It was reported that the buttons on the customer's insulin pump were unresponsive, following exposure to perspiration. The customer's blood glucose was 88 mg/dl. The customer was advised to discontinue use and revert to a back-up plan. He also stated he received a battery out limit after replacing the battery. Nothing further was reported.